Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation (bsc) that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure to treat esophageal stricture performed on (B)(6) 2025. During the procedure, when they tried to inflate the balloon, they realized that there was a leak in the balloon. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event and the patient's condition was reported to be fully recovered.